Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a type c dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the proximal left anterior descending (lad) artery. The physician successfully completed treatment at low speed using the csi oad. Post-atherectomy angiography revealed a type c dissection in the lad. A covered stent was deployed to resolve the dissection. The patient status remained stable throughout the procedure. A request for additional information was made, but was denied by the facility due to internal policies.